Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was chosen for implant using a large flexnav delivery system. The annular dimension of the native valve was 81mm. During procedure, the patient had heart block and atrial fibrillation. The valve was implanted on a depth of 3mm on non-coronary cusp (ncc). On (B)(6) 2024, a permanent pacemaker was implanted. The patient was reported discharged.

Manufacturer narrative:
An event of atrial fibrillation and heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that during procedure, the patient had heart block and atrial fibrillation. The valve was implanted on a depth of 3mm on non-coronary cusp (ncc). Later on, a permanent pacemaker was implanted. Based on the information received, the cause of the reported event could not be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Na.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was chosen for implant using a large flexnav delivery system. The valve was implanted. After the procedure, it was reported the patient will receive a permanent pacemaker. The patient was in the hospital and waiting for a permanent pacemaker implantation. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.